Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7074356 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7077741 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced device had been working good up until a few months ago and pain at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices disposed of by the facility.